Event description:
It was reported that during a pta treatment procedure of a lesion in the right iliac artery, difficulty was encountered deflating the ultra-thin balloon dilatation catheter. Blood was observed flowing backwards near the balloon. Incomplete deflation of the balloon occurred despite several deflation attempts. Resistance was encountered during removal of the balloon through the introducer resulting in the catheter breaking in two segments. The introducer and broken catheter segment were successfully removed. It was reported that the pt had no complications.